Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of hydromorphone. Hydromorphone 50mg/50ml was to infuse at a rate of 0.5mg with a lockout of 8 minutes. On (B)(6) 2026 at 1856 (shift change), the clinician noticed the pump displayed a volume to be infused (vtbi) that was 0.4 mg lower than expected. This discrepancy was not communicated to the charge nurse at the time. During the subsequent shift handoff, the night shift identified the 0.4 mg discrepancy while reconciling the infusion. Between 1124 and 1858 the pump infused 2.4ml and should have infused 2ml. The hydromorphone was programmed manually using guardrails. Additional medications infusing at the time of the event were; tpn 84mls/hr and piperacillin/tazobactam 4.5 gm in d5w 100ml and was to infuse at 25ml/hr with total infusion of 100ml. There was patient involvement, but no harm.